Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient, 0n (B)(6) 2025, they experienced loss of consciousness. Before the loss of consciousness, the patient had taken a fingerstick and the cgm reading was 168 mg/dl, and the blood glucose reading was 122 mg/dl. The patient regained consciousness in a puddle of sweat and could not confirm for how long they were unconscious for. According to the patient no treatment was necessary. No further information was reported regarding the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.